Manufacturer narrative:
A definitive root cause was not determined. Testing was performed on the returned h232 meter and it was opened and checked. Laboratory measurements were performed on the meter and no abnormalities were found. There was a liquid sprayed in the device and three stains could be seen on the large mirror.

Event description:
The customer alleged they received questionable cardiac t results on their cobas h232, serial number (B)(4). The cobas h232 is not sold in the united states. The customer alleged there were nine patients with false positive cardiac t results. The patients' samples were not repeated by the customer. The patients were sent to the hospital for differential diagnosis. Patient one's cardiac t result was 50-100 ng/l and was transported to the hospital by ambulance where he stayed for one day and had a heart catheter and echo examination. Acute myocardial infarction was excluded by the hospital. The patient was in stable condition and pain free. Patient two was a male born on (B)(6) 1968 weighing (B)(6). On (B)(6) 2013, he had a cardiac t result of 50-100 ng/l and was transported to the hospital by ambulance. The patient refused a heart catheter examination and discharged himself. The third patient was a female born on (B)(6) 1957 weighing (B)(6). On (B)(6) 2013, her cardiac t result was 50-100 ng/l and was transported to the hospital by ambulance. The patient underwent an ECG, stress ECG, radiograph of the thorax, and echocardiogram. Acute myocardial infarction was excluded by the hospital. The fourth patient was a male born on (B)(6) 1939 weighing (B)(6). On (B)(6) 2013, his cardiac t result was 50-100 ng/l and was transported to the hospital by ambulance. It was unknown how long the patient was hospitalized. The fifth patient was a male born on (B)(6) 1930 weighing (B)(6). On (B)(6) 2013, he went to the hospital due to a cardiac t result of 50-100 ng/l. The sixth patient was a male born on (B)(6) 1959. On (B)(6) 2013, his cardiac t result was 50-100 ng/l and was transported to the hospital by ambulance. The patient underwent an ECG, stress ECG, radiograph of the thorax, and echocardiogram. The patient was hospitalized from (B)(6) 2013. The seventh patient was a male born on (B)(6) 1934 weighing (B)(6). On (B)(6) 2013, his cardiac t result was 50-100 ng/l and was transported to the hospital by ambulance. The patient underwent an ECG, stress ECG, coronary angiograph, thorax x-ray, and an echo cardiograph. The patient was hospitalized from (B)(6) 2013. The eighth patient was a male born on (B)(6) 1945 weighing (B)(6). On (B)(6) 2013, he was taken to the emergency room due to a cardiac t result of 50-100 ng/l. The patient underwent an ECG, stress ECG, coronary angiograph, thorax x-ray, and an echo cardiograph. The ninth patient was a male born on (B)(6) 1957 weighing (B)(6). On (B)(6) 2013, his cardiac t result was 50-100 ng/l and was transported to the hospital by ambulance. The patient underwent a radiograph of the thorax, echocardiograph, and a coronary angiograph. The patient was hospitalized from (B)(6) 2013. The patients were not adversely affected by this event. An investigation was conducted on retention test strips with lot number 28146610 on a qualified h232 device. The results from all the tests fulfilled the requirements. The customer returned one box of test strips with lot number 28146615 and the h232 with serial number (B)(4). The test strips were tested on the returned h232 and a qualified retention h232. The results from all the tests fulfilled the requirements.

Manufacturer narrative:
This event occurred in (B)(6).